Manufacturer narrative:
When applying the roi tool in a viewer where the displayed slice thickness is larger than the original slice thickness, the calculated statistical values may appear to not match the visual impression, because such calculations are always performed based on the original slice thickness.